Manufacturer narrative:
Internal complaint reference (B)(4). Medical citation: shumborski s, heath e, salmon lj, roe jp, linklater jp, facek m, pinczewski la. A randomized controlled trial of peek versus titanium interference screws for anterior cruciate ligament reconstruction with 2-year follow-up. Am j sports med. 2019 aug;47(10):2386-2393. Doi: 10.1177/0363546519861530. Epub 2019 jul 15. Pmid: 31306589.

Event description:
It was reported that on literature review a randomized controlled trial of peek versus titanium interference screws for anterior cruciate ligament reconstruction with 2-year follow-up, after an anterior cruciate ligament reconstruction procedure, 1 patient where a peek rci screw was used and another 1 patient where a titanium rci screw was used, had a contralateral acl rupture. 4 other patients where a titanium rci screw was used had an acl graft rupture occurred at 3, 5, 9 and 24 months after surgery. The causes were fall while intoxicated, soccer, soccer and fall from a ladder, respectively. Patients outcome is unknown. No further information is available.

Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. Insufficient product identification information was provided and thus a complaint history review could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Insufficient product identification information was provided, and thus, an instructions for use review could not be conducted. Insufficient product identification information was provided, and thus, a risk management review could not be conducted. The data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. It was documented in the article that the causes of the acl graft ruptures in the titanium group were due to were fall while intoxicated, soccer, soccer, and fall from a ladder, which does not represent a device malfunction. In addition, the physician referenced in the abstract provided an analysis of all of the attached images. Therefore, no further interpretation of the attached images are required. No further medical assessment is warranted at this time. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.